Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: stress and degradation led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The tracheal intubation fiberscope was returned to the service center with a report of insertion section flexible tube is collapsed.. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, the coating on the insertion section had peeled off 1mm2 or more, adhesive around light guide lens was peeled off, corrosion on the distal tip cover, and venting connector under grip had corrosion, were found. There was no patient involvement.